Event description:
It was reported the hanger clip bracket broke. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) display is missing segments. Upper and lower cases, side bail covers and ring cover are broken. The ring is missing.